Manufacturer narrative:
Correction: eval code method was updated/corrected since the ins is still implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the jolting and stimulation turning off when going through some retail store security screeners has been going on for "years". No specific actions were taken to address/resolve it other than turning the stimulation back on and mentioning it to their doctor appointments. They confirmed that this issue has not yet resolved and that it doesn't happen all of the time, only occasionally. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient walked through a specific store either (B)(6) or (B)(6) an it would cause a jolt or the device to turn off. The patient stated that they mentioned it to their hcp. Patient reported it only happened in specific stores. It was reported it could be related to security gates/ theft detectors. No further complications were reported/anticipated.